Event description:
Customer alleges the right leg rest will not stay up. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model t94ha, leg rests for a trsx5 manual wheelchair, serial number/date code and age of the device are unknown at this time. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right side leg rest will not stay elevated. Replacement order was sent out on order (B)(4). No injury.